Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture

Event description:
México. Allegedly, the patient presented with pain in the right breast, and imaging studies confirmed rupture of the right breast implant.

Manufacturer narrative:
This follow up is issued to correct a typographical error in the serial number reported in the I n I t I a l notification. Initially reported "(B)(6)", correct serial number format "(B)(6).